Manufacturer narrative:
(B)(4). The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.

Event description:
Boston scientific received information that a cardiac resynchronization therapy defibrillator (crt-d) exhibited noise and oversensing that led to pacing inhibition and asystole greater than 2 seconds at implant. A pacing system analyzer (psa) was hooked up to the right ventricular (rv) lead and good measurements were exhibited. The observations were thought to be due to a header issue. This new crt-d was chosen which exhibited the same observations as with the previous attempted device. The noise was attributed to air bubbles. This device and the rv lead were both explanted. Both attempted devices and the rv lead will be returned to boston scientific for analysis. No adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was inspected and holes in the right atrial (ra), left ventricular (lv), and right ventricular (rv) seal plugs were observed. Testing verified normal electrical function. Setscrew seal plugs are designed to permit setscrew wrench insertion while preventing body fluids from entering the header cavities. On occasion, wrench penetration can damage a seal plug which can lead to accessory sensing pathways and potentially result in oversensing.